Event description:
Information received indicates the pump is underdelivering.

Manufacturer narrative:
Calibration values were found to be within specification. The pump was tested for accuracy several times using water, pepti junior and kid essentials and all results were within specification. The complaint could not be confirmed.